Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. The date of the reported hospitalization is (B)(4) 2011. Pump histories indicate the pump was in use until (B)(4) 2011. No data in the black box or download histories from the time of the reported hospitalization due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to this complaint, the pump display screen was found to be dim. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for hyperglycemia and dka. A family member reported that the pt changed the infusion set on (B)(6) 2011. She stated that the pt's blood glucose was 400mg/dl that evening, she delivered a correction bolus before bedtime, and the pt began to vomit in the middle of the night. The blood glucose was not checked and the family member believed that the pt had a stomach virus. The pt's blood glucose was 353mg/dl the next morning. Later in the morning, the blood glucose was 351 mg/dl and the pt continued to vomit. The family member contacted the physician's office and was advised to take the pt to the emergency room. The pt was admitted to the hospital, the pump was removed for approx 12 hours, and his blood glucose continued to be elevated. At that time, the family member removed the infusion set and noted blood in the cannula. The infusion set was replaced and the pt was returned to insulin pump therapy. The family member reviewed the pump with customer support and found the delivery history was correct and there were no associated alarms in the history. The conclusion was that there was no pump malfunction. The blood in the cannula was determined to be the cause of the blood glucose excursion. The family member was reminded that the infusion set needs to be replaced after two unexplained blood glucose elevations. This complaint is being reported because the family member did not replace the infusion set appropriately.